Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the right ventricular lead exhibited noise. The noise could be reproduced in the clinic. The patient was asymptomatic. No intervention was reported.